Event description:
Upon using reciprocating saw blade on first cut, saw blade broke instantly into 2 pieces. Smaller broken blade piece had to be extracted from saw handpiece. Manufacturer response for reciprocating blade, double sided, offset (70.0x0.8x12.5mm), stryker (per site reporter). No response.